Event description:
The manufacturer received information the device was returned to the manufacturer's service center for preventive maintenance. There was no harm or injury reported. During evaluation, an error code was noted in the error indicating the internal battery was not charging. The device's power management printed circuit assembly was replaced to address the issue. Additional findings not related to the malfunction/issue: dirt was confirmed on the front enclosure overlay and was the overlay was replaced to address the issue. The device passed final testing and confirmed to be operating properly.